Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2018 wherein the upper back ipg was replaced.

Event description:
The information submitted on the previous report (reference MFR. Report:1627487-2018-00776) on 20 february 2018, was in error. The report was actually for reference MFR. Report:1627487-2018-00717. Follow up revealed that the lower back scs system will not be explanted until after the patient undergoes a new scs trial and moves forward with a new system implant.

Manufacturer narrative:
1627487-12192011-003-r; this ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time. As a result, the ipg was no longer able to communicate with external devices. Surgical intervention may be pending to address this issue